Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed a "check pads" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The customer was contacted for return of the suspect product. The product has not been returned to zoll for evaluation.

Manufacturer narrative:
The device was returned to zoll medical corporation.the customer's report was observed during initial testing; however, the device was put through extensive testing without duplicating the report. The analog board primary and secondary sheilds were replaced as precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not been identified an increase in trend.